Event description:
Correct procedure followed for PICC line removal. 15.5cm of PICC had been removed when resistance was noted. Infant was repositioned, and another 6.0cm of line was withdrawn without problem before more resistance was noted. Infant repositioned again with warm compresses, and another 1.5cm was removed. End of line was noted as missing - final 6.5cm of line remained in infant. Surgical intervention was required to remove remaining PICC line. -this is the 2nd, perhaps 3rd, noted incident involving broken PICC line of same product.-